Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot#4006856 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The customer reported the spiros connector on a syringe of azacitidine did not work properly. After a few attempts to inject the chemotherapy, it was noticed to be backflowing and leaking from the end of the connection. The event occurred during a subcutaneous injection just after inserting the needle under the patient's skin. There was patient involvement, but no report of harm or medical intervention.